Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and seroma -late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and seroma-late, anxiety, pain, inflammation irritation, visibility/palpability, capsular contracture baker grade ii and edema.

Event description:
Patient reported left side ¿painful lump in the left breast¿, ¿become aware about the recall and it is concerned", "able to touch/tighten prosthesis", "solid, oval, lobulated, heterogeneous image, with small cysts in between", ultrasound had normal findings. Patient later reported "swollen, red and very painful", "contracture" baker grade ii, "liquid collection on t2 peri-implant" and "adenosis located in the left nipple, fibrocystic disease." The event of "left breast nodule at 6h, stable" is not device related. The device remains implanted.

Event description:
Physician's notes indicated "dense, hardened, painful palpation, swollen breasts, aesthetic changes suggesting grade iii capsular contracture." An MRI confirmed capsular contracture findings and noted "more evident in the left breast, with pericapsular edema". Events deemed not device related are: ¿fibrocystic disease¿ and "cysts". Physician's notes additionally indicated "pain, discomfort in the left breast, treatment with corticosteroids was prescribed." The device has been explanted and replaced. A mammoplasty was performed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to reason for reoperation: patient expressed concern with the recalled product and painful "palpable lump".